Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct, the physician stepped on the pedal to give cautery and then they stopped to make sure there was no bleeding and the wire broke. The procedure was completed with the use of another similar device. The patient is reported to be okay.